Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor was ¿stuck to the stem,¿ and the operator of the device was unable to completely fill the bladder. This occurred during filling with dextrose solution. The reporter further stated that the dextrose was still in the housing, but had come out of the bladder. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured january 18, 2018 - january 19, 2018 . The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed by manually filling the bladder with dextrose solution to its nominal volume of 240 ml. During and after fill, the bladder did not stick to the stem of the device. The bladder was able to be filled normally with 240 ml of dextrose solution. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.